Manufacturer narrative:
Analysis identified that the micro usb port was loose. The device passed battery charging bench test but had a failure under load (/ trs210004.1/push button led on/0/bool/1). The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (caller) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the caller mentioned that the communicator was not charging. The caller mentioned that even after plugged it in for 2 days now, once they unplugged it from the wall the blue light would flash and after an orange light again. The caller had tried using different cords, charging blocks and outlet but still issue persisted. The issue was not resolved. A request was sent to repair for communicator replacement.